Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (20 mg/ml at 5.9 mg/day) and bupivacaine (7.5 mg/ml at 2.2 mg/day) via an implanted pump. The indication for pump use was radicular pain syndrome (radiculopathies) and spinal pain. On (B)(6) 2015, it was reported that the expected residual volume was 4 cc and the actual residual volume was 12 cc. This was the third time in a row this had occurred. They had 6-7 cc over the expected residual volume for 3 refills since (B)(6) 2015. The patient had increased pain since 2014, but per the reporter, the patient was a poor historian with when and how much pain they were experiencing. The reporter thought the pain had gradually gotten worse since (B)(6) 2015. An MRI was done. The reporter did not think there had been a therapeutic single bolus dose to confirm patient response or confirming of the event logs, or a catheter dye study, but thought that the doctor mentioned that there may be a pump replacement if the issue continued. The troubleshooting/diagnostics performed, the actions/interventions taken and the cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.